Event description:
Customer reported receiving erratic readings on their medisense optium blood glucose meter. Customer reported receiving readings of "lo", 189 mg/dl and "lo" within 10 mins. A "lo" message indicates a reading less than 20mg/dl. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event. It was also noted that "customer doesn't know if they squeezed test site excessively to obtain a sample, or if they washed their hands before testing or if they added a second sample."

Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.